Event description:
It was reported that the product's "knob" was broken. There was no patient involvement.

Manufacturer narrative:
B3: date of event, d4: serial number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, it was confirmed that the drain section of the main unit was damaged. The complaint was confirmed. Additional inspection showed that the alarm did not sound due to a defect in the main board or power switch. The root cause was drain and enclosure damage and the main pc board and power switch. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The product was returned to the customer unrepaired at the customer's request.